Event description:
It was reported the customer went swimming with the pump and shortly after, the tough screen became unresponsive. Customer had elevated blood glucose levels (450 mg/dl).

Manufacturer narrative:
The device has not yet been rec'd for eval. Should add'l info be rec'd, a supplemental form will be completed.